Event description:
The complainant reported that during an attempted impella cp insertion through the right iliac artery, the physician was unable to advance the peel-away sheath despite multiple attempts. Vasopressor support was reduced in an effort to facilitate device placement, but advancement remained unsuccessful. The patient, who was already receiving extracorporeal membrane oxygenation support, required reconfiguration to veno-arterial-veno mode due to oxygenation issues, after which oxygenation improved. The procedure was stopped, and the patient was transferred to the intensive care unit for continued management, with the plan to reassess the need for impella support at a later time. No patient harm was reported aside from a delay in treatment.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1, b2, and h1 updated. The investigation is still ongoing.